Manufacturer narrative:
A supplier corrective action report was submitted to the supplier of the affected components on (B)(4) 2011. The returned device was also sent on (B)(4) 2011 once it was received from the user facility. Vygon is working very closely and actively with the supplier regarding this incident. A visit to the user facility will also be made. Results of the investigation will be sent in a supplemental MDR within a month of receiving the new information.

Event description:
Secondary set was leaking at the vent closure site. Vent cap fell out when opened, and drug is leaking from the vent. This occurred with eloxatin, a chemotherapy drug. No harm occurred to the patient or clinician.